Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was the trunk cable wires were twisted tightly, dislodging pin 1/can l from full contact with connector. The root cause for the twisted wires was positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing a service code 204 (belt/monitor unusable).